Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load multiple cartridges. Reportedly, the cartridge was filled with 300 units of cold insulin. The customer's blood glucose level was 437 mg/dl, and was addressed by administering a manual injection. The customer confirmed that a new cartridge would be loaded using room temperature insulin. Although requested by tandem technical support, the customer declined further follow-up.